Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "patient had knee replacement 3 years ago and has complained of pain since replacement. X-ray revealed osteophyte on patella. Upon examination of patella, loosening was identified. Replaced patella and poly insert. Very good poly integrity of implants removed. No further patient information available due to hospital confidentiality policy."